Manufacturer narrative:
(B)(6). Date of report: 06aug2019. Technical service (ts) performed troubleshooting with the customer and confirmed the reported issue. Ts recommended solenoids 2 and 4, and 1 and 3 to isolate the solenoid failing. The customer swapped solenoids 4 and 3 to resolve the reported issue. Unit passed preventative maintenance testing and was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer contacted technical support (ts) stating that unit had intermittent error code messages of proximal pressure sensor auto zero failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.